Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain and a skin reaction while wearing the adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being prescribed "antibiotics cestirexom 2000mg\100ml" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Visual inspection performed on the sensor and no issues observed. Visual inspection of the applicator was performed. The sharp and sensor plug both transferred. The applicator opened and a microscopic inspection of sharp performed. No bends or damage was observed on the sharp. The complaint is not confirmed.

Event description:
Customer reported experiencing pain and a skin reaction while wearing the adc freestyle libre sensor. Customer further reported having contact with a healthcare professional and being prescribed "antibiotics cestirexom 2000 mg\100 ml" for treatment. There was no report of death or permanent injury associated with this event.